Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged periwound fungal infection is related to the activ.a.c.¿ therapy system. The nurse could not determine if activ.a.c.¿ therapy caused or contributed to the periwound fungal infection. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill® therapy system). Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area, untreated or inadequately treated infection, inadequate hemostasis of the incision, cellulitis of the incision area.

Event description:
On (B)(6) 2018, the following information was reported to kci by the patient's spouse: the patient's periwound is being treated for a fungal infection with a powder. On (B)(6) 2018, the following information was reported to kci by the nurse: it is unknown if the activ.a.c.¿ therapy system caused or contributed to the fungal infection. Per review of kci records, on (B)(6) 2018, an antifungal medication was applied with activ.a.c.¿ therapy. On 06-sep-2018, the device with cord was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2018, the device was placed with the patient. On (B)(6) 2018, kci quality engineering determined, to date, the device has not been returned to kci and is not available for evaluation in kci quality engineering.

Manufacturer narrative:
MDR-3009897021-2018-00098_104970-iss sent on 06-oct-2018 describe event or problem noted: on (B)(6) 2018, the device was placed with the patient. Correction: on (B)(6) 2018, the device was placed with the patient. Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged periwound fungal infection is related to the activ.a.c.¿ therapy system.

Event description:
On (B)(6) 2018, the device was placed with the patient. On 28-dec-2018, the device was tested per quality control procedure by kci field service and met specification. Additionally on 18-mar-2019, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.